Event description:
It was reported that the minicap had a dry sponge. This was discovered before use. The sponges were orange/brown and appeared to have iodine on them. However, the iodine appeared partially dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 23 of 46.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from 12/03/2014 -12/09/2014. The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.